Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1023 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse at the hospital, placed a PICC catheter from the right basilic vein of patient on (B)(6) 2019. The vascular sheath was fractured by itself in the middle of puncture and the placement procedure was completed following the replacement of the vascular sheath.